Event description:
It was reported that revision surgery was performed due to the breakage of the titanium half pin, utilized in a compass elbow hinge. The half pin was replaced with the same type device.